Event description:
It was reported that the ilet user experienced a hypoglycemic episode, treated with cookies and an oral glucose gel, after which blood glucose rose out of range and then trended down following and announced breakfast. This was assessed as user overtreatment of hypoglycemia with no device component implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 62 mg/dl to 283 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.